Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physiologist alleged lead damage, although it was not confirmed. No intervention was performed at this time. The patient was in stable condition.